Manufacturer narrative:
510k: this report is for one (1) unknown cannulated screw/unknown lot. Part and lot number are unknown. Without the specific part number, the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a patient underwent sacroiliac screws and pubic symphysis repair. During the procedure a broken tip of one of the unknown cannulated screws remained in the patient. The surgeon complained that they don't have a retaining device to remove cannulated screws. Per sales consultant there was no missing retaining devices/instruments; all devices needed in the surgery were available. The following unknown devices: a guide pin, cannulated screw driver and a 7.3 cannulated screw conical extractor, were used during the removal of the unknown cannulated screws that was retained in the patient. There were 30 minutes surgical delay. Procedure and patient outcome are unknown. This complaint (B)(4) captures the intraoperative events of the piece of the broken screw that could not be removed while (B)(4) captures the post operative events of the two broken post-op screws that required a revision with associated pain. Concomitant device reported: guide pin (part#unknown, lot#unknown, quantity 1). Cannulated screwdriver (part#unknown, lot#unknown, quantity 1). 7.3 cannulated screw conical extractor (part#unknown, lot#unknown, quantity 1). This report is for one (1) unknown cannulated screw. This is report 1 of 1 for complaint (B)(4).